Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead revealed no anomalies. Furthermore, electrical testing was performed and revealed no indication of conductor fractures or internal shorts.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, loss of sensing and loss of capture were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.